Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they have stimulation going down their legs and into their feet and it hurts so bad. Patient provided event date as this started about two weeks ago. Agent walked patient through steps to connect with their implant to try decreasing stimulation or turning therapy off to see if that helps. Patient initially stated they did not think they could get the communicator to their stimulator because patient stated their stimulator is on their "back side" and patient stated they can't reach their back side. Patient initially stated getting a password when trying to connect with their implant on the call. Reviewed clinician app vs patient therapy app. Patient successfully connected with their implant on the call and stated therapy was on at 0.3. Reviewed therapy overview and general use of handset and communicator. Patient wanted to try decreasing stimulation and successfully decreased stimulation to 0.1 and stated it was still painful. Patient then stated it felt like they were getting electrocuted. Agent reviewed turning therapy off. Patient stated they cannot turn therapy off because this is the only way they can get to the bathroom so patient stated they won't be able to go to the bathroom (won't be able to urinate) if they turn therapy off. Patient changed programs and increased stimulation on new program but reported stimulation was still painful and stated it felt the same like stimulation was going down their leg. Patient denied any recent trauma to implant site or falls that they know of. Patient decreased stimulation on new program and stated stimulation was still not comfortable at the lowest level. Agent reviewed option to turn off therapy and redirected patient to their healthcare provider (hcp) but patient stated they cannot turn therapy off. Reviewed role of patient services. Patient changed program again and stated therapy was still a little bit painful but patient stated they wanted to leave therapy at that setting despite patient services reviewing therapy overview. Patient stated they wanted to leave therapy on and stated they will continue to monitor. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned on the call that they are having trouble talking. Agent had a very difficult time hearing patient throughout the call and made best attempt to document all relevant event information.